Event description:
Customer reported her high blood glucose was 500 mg/dl, treated with the insulin pump. Customer declined troubleshooting. Customer stated her high blood glucose was caused due to clogged line. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.